Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on: (B)(6) 2019. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One used and four prior to use complaint devices were returned. A physical examination showed resistance when attempting to unscrew all but one of the devices. The devices which showed resistance were able to be unscrewed using pliers. The failure mode was able to be replicated on all but the previously mentioned device by retightening the coaxial needle assembly. All relevant dimensions were found to be within specification on all returned devices. The devices cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. A potential gap in production or processing controls was found. Action has been taken and is currently underway to address this issue. A review of the device history record showed no nonconformance's. A review of the related coaxial needle subassembly lot also showed no nonconformance's. A software search revealed no other complaints from the complaint lot at the time of investigation. Compiling this information, nonconforming product is not suspected in house or in the field. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded the main cause of failure is manufacturing related, traced to quality control deficiency. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: supervisor. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was used on an unknown patient during a kidney biopsy. The operator reported ¿when it went into the patient, they couldn¿t remove the stylet.¿ it was replaced with a new similar device and the procedure was completed successfully. After the procedure, the customer tested five other devices and noted the same failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.